Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. It was monitored for 2 days and no blank display noted. No damage found on the lcd isolation tape. The device also had a scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and lcd bleeding. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. It was requested that the insulin pump be replaced. The device was returned for analysis.